Event description:
It was reported that the health care professional (hcp) called technical services (ts) for a consult review of this single chambered implantable cardioverter defibrillator (ICD) stored ventricular episodes. Upon review, the stored electrogram (egm) showed the patient was in a sudden stable ventricular arrhythmia. The ICD delivered anti-tachycardia pacing (atp) which appeared to have accelerated the ventricular arrhythmia rate. A shock was delivered and successfully converted the arrhythmia. Ts discussed programming optimization with the hcp. No additional adverse patient effects were reported. This ICD remains in service.